Manufacturer narrative:
The instrument interface was returned to the manufacturer for analysis. Analysis confirmed the reported issue and noted a recessed pin at the lemo end. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the navigation system. The system failed hardware testing. The axiem box was plugged in but the box is orange in ports 3 and 4. There was no instrument tracking on the navigation system. The instrument interface box was replaced and the issue resolved. A system checkout was performed after part replacement and all tests passed. The em interface box was returned to the manufacturer for analysis, however results are not available at the time of this filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that while installing the system none of the instruments were tracking and some were not being recognized by the system. Ports 3 and 4 on the instrument interface box had orange lights even if nothing was connected to them. Additionally, it was noted that the system would inconsistently recognize instruments that were connected to the interface box and the rep was having trouble updating the instrument listed when they were disconnected and reconnected. The rep was advised to open the. Printcameradiagnostics command from the stealth operating system window. When doing this the rep determined that ports 3 and 4 would not recognize any instruments connected to them while ports 1, 2, 5, and 6 were able to recognize that there were instruments plugged in. The software also updated with the correct instruments in the tracking details pain for those 4 ports, however instruments still would not tra ck. It was recommended that the instrument interface box be replaced and after replacement the issue was resolved.